Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-13005. The pt is implanted with two percutaneous leads. It was reported the pt was no longer receiving effective stimulation. The pt was recently reprogrammed with four new programs. However, upon utilization of the new programs following their download, the pt's stimulation reportedly turned off. A diagnostic test revealed no issues with respect to impedance.